Event description:
It was reported, the patient experienced an "enormous amount" of shoulder pain which started about six months ago. The patient used tens unit yesterday and this morning for this pain. The patient noticed the pain is not quite as intense. In the past the patient has used tms which "worked wonders" with him and he is at the point where he could use more tms treatment. The patient started passing pure blood during urination so they did an abdominal cat scan. In doing so they found a cyst on the pancreas. He was sent to a specialist and they did another cat scan. In doing this they inadvertently found pulmonary emboli. ¿everything was put on hold¿ and the patient was put on lovenox. The patient was on that for a week and then switched to oral coumadin and has been on that ever since. The patient questioned if he can have tms (transcranial magnetic stimulation) and tens unit treatment with his pain pump. The pump was delivering clonidine, bupivacaine and dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient received assistance from their doctor or medtronic representative and their concerns were resolved. The patient had a successful MRI done on (B)(6) 2013. It was further stated that "everything went well and is ok." It was also noted that the patient had "other developing issues."

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).